Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site and charging difficulty. The physician noted the patient¿s significant weight loss and the position of the evoke cls contributed to the reported pain and charging difficulty. A revision procedure was performed, and the physician elected to replace and reposition the evoke cls to resolve the reported event.